Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Possible lead models referenced for this patient in the article could include: 6930, 6931, 6948, and 6949. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: intermittent irregular pacemaker-mediated tachycardia. Pace pacing and clinical electrophysiology. 2015;38(9):1117-1120. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this patient¿s implantable cardioverter defibrillator (ICD) lead. The article indicated that the patient complained of dizziness and palpitations at the 3-month check-up. There were also ¿intermittent episodes of irregular pacemaker-mediated tachycardia.¿ further investigation also found loss of right ventricular (rv) lead capture, oversensing/noise, an apparent fracture, and low lead impedance. There was also a suspected insulation failure. A new rv lead was implanted. No patient complications have been reported as a result of this event.